Event description:
It was reported that the programmer displayed electrocardiogram noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer displayed electrocardiogram noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of electrocardiogram noise displayed however the link electronic module board was replaced. Analysis did find that the analyzer door cover was missing and it was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.